Manufacturer narrative:
Sample photo sent by consumer is consistent with the reported complaint; however, the defect cannot be traced to kc. The lot records show no string related issues or defects were observed during production and no incidents were observed during product inspections. Records show this lot was produced according to the specification and met the acceptance criteria for product release.

Event description:
Non-us event; occurred in canada. Consumer reported that she opened a tampon for use and noticed there was no string. She did not use the tampon.